Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported to be unavailable without patient authorization. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors, likely contributed to this event but the cause cannot be conclusively determined. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
(B)(4). Edwards received information a 23mm bioprosthetic aortic valve, implanted approximately 14 years, was explanted due to bioprosthetic aortic stenosis. All leaflets were noted as severely calcified. The explanted device was replaced with a 21mm aortic pericardial valve. Patient also underwent coronary artery bypass grafting x 2 during the procedure. The patient tolerated the procedure well and was discharged home on post operative day five.